Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a caesarian section procedure. Reportedly, the needle broke. The hosp has reported no pt injury occurred.